Event description:
It was reported by service report that the weld at the foot right side rail was broken. There were sharp edges and the side rail cannot be latched up. No patient involvement or adverse consequences are reported.